Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: evaluation statement: this complaint is being closed since after multiple attempts to retrieve the product, the product still hasn't been returned for evaluation. If and when the device in question is received, this file will be reopened and its contents made to reflect the results of the evaluation. Add device with or without lot boiler plate. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. Therefore, we cannot determine what caused the user to experience the reported event, we cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
The sales rep reported that during a shoulder repair that his gryphon drill bit and his lupine br anchor broke and his lupine saw tooth drill guide was not fitting the drill bit smoothly. The sales rep reported that when the surgeon turned the gryphon drill bit on it broke immediately and at the end closest to the handle where it inserts into the ring. The surgeon then switched to the lupine drill bit and lupine saw tooth drill guide which was not fitting smoothly any more. The surgeon completed the case with the lupine drill and guide but requested the guide be replaced to prevent future consequences. The surgeon then implanted the lupine br anchor. The surgeon had the implant in and was tapping it down when it broke at the tip. The surgeon was going to leave it in but when he pulled slightly to test it, it came right out. The surgeon removed the anchor and prepared a new bonehole next to the original one. He used another same lupine anchor and completed the procedure with no patient consequences. There was a 10 minute delay in the procedure. The patient was a (B)(6) male with decent bone quality. The sales rep was not present. No further information could be provided. Please see also medwatch report 1221934-2018-53486.